Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 4 slit openings of the catheter were found to be obstructed during testing prior to implant. It was stated the 3 of the 4 slit openings were opened with a syringe, but the fourth slit opening could not be opened. The catheter was never implanted and replaced.

Manufacturer narrative:
Approximately 89 cm of the catheter was returned. It met requirements for leak testing. However, the returned catheter was not patent because one of the slits was not open blocking the flow of fluid. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.